Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with either button press or test strip insertion. The customer reported requiring treatment by a healthcare professional due to this issue, but refused to provide further details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated. The reader was visually inspected and observed damaged usb port. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on. The usb/charging cable was visually inspected and observed cable to be damaged. The reader was de-cased and placed into the reader test fixture to download log. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with either button press or test strip insertion. The customer reported requiring treatment by a healthcare professional due to this issue, but refused to provide further details. There was no report of death or permanent injury associated with this event.